Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the pump had a possible inaccurate delivery issue as the patient had several unexplained glucose excursions; no blood glucose levels were provided. The reporter indicated that the pump was malfunctioning due to damage to the pump. This report is made based on the allegation of the pump inaccurate delivery issue.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the last basal delivery and last bolus were on (B)(6) 2013. The total daily doses for (B)(6) 2013 appeared to be low. The alarm history showed a replace cartridge alarm on (B)(4) 2013. The next prim was recorded on (B)(4) 2013. Only typical usage alarms and warnings were observed in the pump¿s history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The complaint could not be duplicated during testing.